Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. Product was manufactured with validated procedures and all product is tested 100% prior to release. The sample was returned to new world medical for evaluation, was tested and found within the intended functioning of the device. During the sample evaluation, it was found that blood was clogged in the valve sheet, which is suspected to have caused high iop in the patient's eye.

Event description:
High iop post op day 1.